Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 10 seconds, the balloon ruptured at distal part. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post-procedure.